Event description:
It was reported that a device fracture occurred. A 150cm rubicon was selected for use. During the procedure, it was noted that the tip of the device was fractured and was left inside the patient's body. The device was completed with the original device. There were no patient complications reported.